Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal bypass graft using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and penumbra engine canister (canister). During the procedure, when the physician turned on the flow switch to initiate aspiration, the indicator light on the lightning turned solid red. It was also reported that the hospital staff pushed down on the canister to make sure the canister was seated properly. Subsequently, the hospital staff unplugged and plugged the lightning unit back into the usb port to troubleshoot, but the indicator light on the lightning unit turned from green to solid red upon turning the flow switch into the on position to begin aspirating. The physician attempted to unplug and plug the lightning unit back into the usb port again, but the same issue occurred. Therefore, the lightning unit was removed. The procedure was completed using a new lightning and the same cat7. There was no adverse effect to the patient.